Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in a disconnected mode and appeared offline in the system. Attempts to reboot and recover the station were unsuccessful. The issue persisted even after unplugging and reconnecting the power cable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnect mode and station was offline. A field service engineer (fse) identified a station network issue caused by a damaged network jack and moved the network cable to an adjacent jack, then verified the connection was stable and confirmed remote support service was online. The system functioned as intended after the field service engineer repaired the device.